Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 03-oct-2016, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone (unknown dose and concentration), compounded bupivacaine (unknown dose and concentration), and compounded clonidine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported increased abdominal pain. The pump refill revealed a significant reservoir volume discrepancy where the interrogated reservoir volume (irv) was 28ml and the actual reservoir volume (arv) was 8.7ml. The patient was scheduled for a catheter revision, as it was indicative of a catheter kink. On (B)(6) 2019 the catheter was spliced, replacing the pump segment and replacing the connecting pins. Surgical revision revealed a small kink at the connecting pin in the lumbar wound, a kink at the #2 (2 o'clock) suture loop and around the sutureless connector. During the catheter revision, the catheter tip was noted to have migrated one level from c3 to c4. No intervention was performed/no action taken. The outcome of the event (kink, volume discrepancy, and pain) resolved without sequelae on (B)(6) 2019. The outcome of the catheter migration/dislodgement was unresolved with no further action planned. The clinical diagnosis was increased abdominal pain and the device diagnosis was catheter kink and catheter occlusion. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the return status was unknown as the information was not provided by the site. No further complications were reported/anticipated.